Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the obtuse marginal and an endeavor sprint drug-eluting stent implanted in the lad. Approximately 51 months post index procedure the patient suffered an mi. An angiography revealed 100% occlusion of the study stent implanted in the obtuse marginal. This was treated as late stent thrombosis. A revascularization was performed as a result. The investigator assessed that the event was related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, stent thrombosis, revascularization). (B)(4).